Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure of the ureter on (B)(6) 2021. At the end of the procedure, after lasering during the ureteroscopy, the laser fiber connector became hot. A staff member's index finger was burned through the glove, leaving a small, tender spot on the thumb. The procedure was completed with the original flexiva 200 tractip laser fiber. There were no patient complications as a result of this event and no treatment for the staff member's burn was reported.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a flexiva 200 tractip laser fiber was used during a ureteroscopy procedure of the ureter on (B)(6), 2021. At the end of the procedure, after lasering during the ureteroscopy, the laser fiber connector became hot. A staff member's index finger was burned through the glove, leaving a small, tender spot on the thumb. The procedure was completed with the original flexiva 200 tractip laser fiber. There were no patient complications as a result of this event and no treatment for the staff member's burn was reported.

Manufacturer narrative:
Block h6: device code a1005 captures the reportable event of fiber connector overheated. Block h10: investigation results the returned flexiva tractip high power single-use laser fiber was analyzed, and a visual evaluation noted that the laser fiber was returned in one piece. The laser fiber body measured 317.6 cm from the distal tip to the proximal end of the sma connector. The exposed glass tip measured 2 mm and had normal degradation. A functional evaluation revealed that there was no light from the sma connector, indicating that there was fracture within the connector. Additionally, the sma boot was damaged/detached as it was from the sma connector. No other problems with the device were noted. The reported event of the flexiva tractip high power single-use laser fiber overheats was confirmed. It is likely that the prolonged use of the device and condition of the stones caused the overheating. The device overheating lead to the fracture with in the sma connector and damage/detachment of the sma boot. Review and analysis of all available information indicated that the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.